Event description:
The facility representative reported a flo-gard infusion pump in which the screen does not work. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump in which the screen does not work was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be dirty contacts in connector "(B)(4)" between the sensor board and display printed circuit board. The connector "(B)(4)" was cleaned and the sensor board was reconnected with the display printed circuit board to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.